Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 serial number (B)(6) due to a false elevated magnesium result observed by the customer. The fsr performed troubleshooting including cuvette cleaning, part replacement and r1 probe alignment, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for customer reported issue. No trends were identified for erratic result with the architect c4000. The product monitoring review scorecard was reviewed and found no similar issues for the architect system or the reported issue. A review of the manufacturing documentation did not identify any non-conformances related to the reported issue. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c4000 serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on an architect c4000 and provided sample data for 1 patient. (Customer reference range 1.6-2.8 mg/dl) sample ID (B)(6): initial result generated on sn: (B)(4) was 6.1, repeat result generated on sn: (B)(4) was 2.14, repeat result generated on another architect c4000 sn: (B)(4) was 2.1. Customer stated the 2.1 result matches patient history. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.